Event description:
The customer reported that the system had a communication error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.